Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerport isp port attached to a catheter was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. During functional testing, an in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body with attached catheter segment was patent to infusion and aspiration without issue. There was no difficulty or resistance in infusion. The investigation is inconclusive for inability to flush and leak issues as the exact circumstances of the reported event are unknown and the clinical conditions cannot be replicated. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2022), g4. H11: e1, h6 (device, results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement procedure, the port was allegedly unable to flush. It was further reported that leakage was identified in the tubing during a fluoro dye test. The port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that during port placement procedure, the port was allegedly unable to flush. It was further reported that leakage was identified in the tubing during a fluoro dye test. The port was removed and replaced. There was no reported patient injury,